Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal idlers. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. Idler pulley was not observed to be damaged. No other cable damage found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a broken cable on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.